Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed when infusing propofol and sodium phospate. The event happened during use at the patient room. There was no known patient injury or medical intervention associated with this event. No additional information is available.